Event description:
It was reported that during a remote follow up, 70% lifetime pacing was observed on the device, however, diagnostics showed 99% pacing and previous session records indicated 100% pacing. Abbott technical support was contacted, the session records were analyzed, and the percent pacing decreased was suspected to be an incorrect measurement. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The device was not returned for analysis, however, session records were provide and a software investigation was performed. The complaint of incorrect lifetime pacing percentages was confirmed. Based on the information provided, the reported event was determined to be the result of an error in the merlin@home calculation of total time elapsed.